Event description:
During pretest, the shaft was frosting.

Manufacturer narrative:
Device received and evaluated. Investigation confirmed the shaft frosting and determined the most likely cause to be a vacuum tube failure.